Manufacturer narrative:
Additional product component: model number/catalog number: 720182-01. Serial number: null. Batch/lot number: 1000047701. Model/catalog description: reservoir flat 100 ml.

Event description:
It was reported that the patient experienced an infection 1 month after implant with an inflatable penile prosthesis (ipp). After examination the physician observed the device was exposed due to the infection. The ipp cylinder, pump, and reservoir was explanted and the patient was treated with antibiotics post removal. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.